Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that an aneurysm in the groin occurred and the patient expired. A left atrial appendage (laa) closure procedure was performed. The laa was noted to be wind sock in shape. The la mean pressure was 13 mmhg and the patient's activated clotting time reading at deployment was 169 sec. The watchman® access system (was) was used to deliver two 27 mm watchman ® laa closure device & delivery system s(wds). The first closure device did not pass the anchor test and was therefore fully recaptured and removed. The second 27 mm closure device was deployed and successfully released without issue. Post procedure a slow aneurysm in the groin was noted and the patient's hemoglobin dropped. The patient ultimately expired. The date and cause of death are unknown at this time.